Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Mallinckrodt apac customer reports when staff opened the syringe package, they noted dust found inside the 200 ml empty syringe. No reported injury.